Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned for analysis. Based upon the implant date range of (B)(6) 2000 to 29 (B)(6) 2008, provided by the reporter, the connector type is either a taper I or taper ii. Surgical complications are a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of surgery related complication/observation as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."

Event description:
Doctor reported events of "injury during the operation (liver hematoma/spleen injury)" from journal article, "the effectiveness of adjustable gastric banding: a retrospective 6-year u.s. Follow-up study", surg endosc (2011) 25:397-403. This medwatch represents the 2 pts listed in table 4 of the article who were diagnosed with injury during the operation (liver hematoma/spleen injury).